Event description:
The customer reported that the device showed a red x, when they went to use it to monitor a pt. The customer stated that the device was not a factor in the pt outcome.

Manufacturer narrative:
The customer reported that the device showed a red x, when they went to use it to monitor a pt. The customer stated that the device was not a factor in the pt outcome. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.